Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a user facility regarding a patient receiving unknown baclofen with an unknown dose and concentration via an implantable pump for intractable spasticity. It was reported the patient's baclofen pump was not working, so the pump was replaced/a replacement was put in. The original intended procedure was baclofen pump replacement. It was noted that the device (pump failed). No symptoms were reported. The event date was october 2018. No further complications were reported.